Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the photos confirm the report. Per the photos provided we can see that the wire guide tip is bent, the coating has broken allowing exposure of the core wire and coil spring. The coil spring was stretched has stretched significantly. Based on the condition of the device we are unable to confirm if any piece is missing. The device history record does contain a nonconformance that could potentially be related to the reported observation. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: the report was confirmed through our review of the photos provided, however we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tracer metro direct wire guide. The physician reported that, during the ercp procedure in the bile duct, the guide wire frayed, losing its coverage, and it was necessary to open a new guide wire to proceed with the procedure. The procedure was completed with the insertion of a metallic prosthesis and without further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.